Event description:
A distributor in (B)(4) reported that an rt340 adult dual-heated evaqua breathing circuit had split heater wire pins. This was noticed prior to patient use.

Event description:
A distributor in (B)(6) reported that an rt340 adult dual-heated evaqua breathing circuit had split heater wire pins. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. The complaint rt340 adult breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow up report once we receive the complaint device and have completed our investigation.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the inspiratory tube of the rt340 adult breathing circuit was returned to fisher & paykel healthcare in (B)(4) for inspection. It was performance tested and visually inspected. Results: full insertion of the heater wire pins of the inspiratory tube with the heater wire adaptor was not achieved. Visual inspection revealed that one of the heater wire pins was split. A lot check revealed no other complaints of this nature for lot number 110301. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend or split the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent or split pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent or split during production or by the end user. (B)(4).